Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation testing not done". The patient's past medical history included multigravida and parity 3 (B)(6)2006, (B)(6)2008, (B)(6)2009). Concurrent conditions included allergic rhinitis, anxiety, depression, dermatitis, eczema, seborrheic dermatitis (scalp) and chronic cervicitis. Concomitant products included paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In january 2016, 7 years 10 months after insertion and 1 day after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vulvovaginal mycotic infection ("vaginal infection: yeast vaginitis"), migraine ("migraines") and headache ("headaches"). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6)2016, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection, vulvovaginal mycotic infection, migraine, headache and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menstrual bleeding." Most recent follow-up information incorporated above includes: on (B)(6)2018: reporter information was added. Event: yeast vaginitis (previously reported as vaginal infection) was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation testing not done". The patient's past medical history included multigravida and parity 3 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2009). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, migraine, headache and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs received: reporter information, patient details, other relevant history, product information, events- abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, dysmenorrhea (cramping), event infection replaced with (infection bladder, infection urinary tract, vaginal infection), migraines, headaches, weight gain, essure confirmation test not done were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation testing not done". The patient's medical history included multigravida and parity 3 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2009). Concurrent conditions included allergic rhinitis, anxiety, depression, dermatitis, eczema, seborrheic dermatitis (scalp) and chronic cervicitis. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 7 years 10 months after insertion and 1 day after removal of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vulvovaginal mycotic infection ("vaginal infection: yeast vaginitis/infection (bladder/ urinary tract/vaginal), type: vaginal"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, weight increased, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menstrual bleeding." Most recent follow-up information incorporated above includes: on 3-dec-2018: events- "depression, mental anguish, fatigue" added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complication from the device). At the time of the report, the pelvic pain had not resolved and the infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation testing not done". The patient's medical history included multigravida and parity 3 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2009). Concurrent conditions included allergic rhinitis, anxiety, depression, dermatitis, eczema, seborrheic dermatitis (scalp) and chronic cervicitis. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), 7 years after insertion of essure. In (B)(6) 2016, the patient experienced cystitis ("infection bladder") and vulvovaginal mycotic infection ("vaginal infection: yeast vaginitis/infection (bladder/ urinary tract/vaginal), type: vaginal"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection urinary tract"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2016, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, vulvovaginal mycotic infection, migraine, headache, weight increased, depression, anxiety and fatigue outcome was unknown and the urinary tract infection had not resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No (discrepancy). Discrepancy noted in date of removal (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menstrual bleeding." Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- event patient was not recovered from event urinary tract infection. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformities data; should any new and reportable provided in a supplementary report.